Event description:
According to the reporter, the device only operates on battery for approx 20 minutes. There were no reports of a pt use during the reported incident.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.